Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis as listed in the instructions for use, mitraclip g4 system, us is a known possible complication associated with mitraclip procedures. Based on available information, a cause for the reported thrombus could not be determined. The reported medication required was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). When the steerable guide catheter (sgc) was in the left atrium, a thrombus was noted on the tip of the sgc. The sgc was removed and additional heparin was administered. A new sgc was used to complete the procedure. One mitraclip was implanted reducing mr grade to 1. There were no adverse patient sequelae and no clinically significant delay in the procedure. There was no additional information provided.